Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. This patient was prospectively enrolled with 1 cm non-dysplastic barrett's esophagus. After a focal ablation procedure, the patient experienced dysphagia. The patient was subsequently dilated. No further information was provided. Per the physician, the severity of this event was mild and there was no relation to a device malfunction.

Manufacturer narrative:
The site has indicated that the sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).